Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. The device was unable to prime during prime test due to faulty a force sensor. However, the unit passed the displacement, basic occlusion, occlusion and no delivery test. No moisture damage on the electronic assembly found. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 70 mg/dl. The insulin pump will be replaced. Nothing further reported.